Event description:
After obtaining the blood sample, the clinician was expelling air out of the sample using the filter-pro device when the filter allegedly dislodged from the filter-pro housing resulting in blood exposure to the lower face. The clinician did not require any treatment beyond cleaning of the exposed areas.